Manufacturer narrative:
Device has yet to be returned for evaluation.

Event description:
The manufacturer received a voluntary medwatch (mw5105866) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient atrial fibrillation a'ith rapid ventricular respose, pneumonia, lung mass, multiple lung nodules on both lungs. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.